Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted, that the right atrial (ra) lead exhibited noise oversensing. No programming changes were made. And the patient continued to be monitored. The patient was stable throughout the procedure.